Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump lost programming. The patient was able to use the back-up pump and successfully continue their infusion. No additional information is available at this time. No patient injury reported.

Manufacturer narrative:
Other text: no product was returned. The investigation determined the most probable cause to be the pump's settings not being kept and reset to default as a result of the battery life of the rtc battery being 2 days, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. No serial number was provided; therefore, a history record review could not be conducted. D4: UDI, catalog number, g5, and h6 are unknown, d3, g1, and g2 email is: regulatory.responses@icumed.com.